Manufacturer narrative:
(B)(4). Correction: "filling problem" changed to "fitting problem." A lot history record review was completed for lots 25147374, 25147144, 25146648, the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst ii system (3.8mm) seal didn't come out of the loader upon withdraw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst ii system (3.8mm) seal didn't come out of the loader upon withdraw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.